Event description:
Report received of two separate incidents of operator error involving programming of the drug concentration. The hospital has recently added the 5 mg/ml morphine vial to their stock. They used to use just the 1mg/ml vial. Customer risk manager states that on two separate occasions they have had two different, experienced nurses inadvertently program the pump for a 1mg/ml concentration when a 5mg/ml vial was in use resulting in overdelivery of morphine. Both pts reportedly did not experience any adverse effects. "In fact, they both felt they were undermedicated." She again stated there were "absolutely no adverse effects" to either pt. Additional event info was requested, but the customer source declined to give any further info, including pt and program details, due to the fact that "there was no device malfunction to report." She states they have re-inserviced all nurses and have emphasized the change to the 5mg/ml concentration vials. No additional info was available.